Manufacturer narrative:
Concomitant products: product ID 3560022 lot# va2eht8, implanted: (B)(6) 2021 explanted: (B)(6) 2021. Other relevant device(s) are: product ID: 3560022, serial/lot #: (B)(4), ubd: 24-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that patient did not have any symptoms of connector migration. Patient had stage 1 and was coming in for conversion to stage 2. When connector site was opened the connector could not be found.  X-ray called and connector found to have migrated approximately 12-15cms. Surgeon needed to make another incision to undo connector. Anchor stitch that was put in as per the fca alert appears to have broken. No symptoms were reported. The issue was confirmed resolved.